Event description:
It was reported that this pacemaker exhibited loss of capture and high right ventricular (rv) threshold measurements which caused the patient to experience a syncopal episode. Upon evaluation, it was found that the current programmed rv outputs for the patient were not optimal. Subsequently, the device was reprogrammed and the patient is scheduled for further follow up at a later date. No additional adverse patient effects were reported.